Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported activation/deployment failure and the reported mechanical jam were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the use of an undersized guide wire in conjunction with interaction with the moderately calcified and moderately torturous anatomy resulted in bending the device such that it prevented the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Procedural contaminants (dried blood) likely contributed to the confirmed difficulties with the returned unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a restenosed lesion in the right superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. A 7fr sheath and a .018 command guidewire (gw) were used. The 5.00x60mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and attempted to be deployed; however, the thumbslide was jammed and would not move at all. Saline was poured over the handle but the thumbslide still did not move; therefore, the sess was removed from the patient. The stent did not deploy. There was no adverse patient effect and no clinically significant delay in the procedure. Another stent was used to complete the procedure. Returned device analysis found the distal end of the stent was exposed 2mm from the distal end of the sheath. The account was not able to confirm the partially deployed stent. No additional information was provided.